Event description:
It was reported that one day post-implant device check, the right ventricular (rv) lead was not capturing. X-ray and fluoroscopy were performed and showed lead dislodgement. The rv lead was explanted and replaced with an active lead. The patient was in stable condition with no adverse events.